Event description:
A biomed technician reports a quantum pump was tested, (no patient involvement) at 76 ml/30 minutes and over-delivered by 50 ml pushing the feed up into the flush bag.

Manufacturer narrative:
Ross standard procedure includes attempting to obtain all required information from the source.